Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. No significant event leading to button error or keypad anomaly were observed. Stuck button troubleshooting was performed and customer stated that they were unsure if the insulin pump button was pressed down for 3 minutes or longer and confirmed that it was not exposed to a change in altitude. Customer also reported that the insulin pump had a power loss and a replace battery now alarm. Troubleshooting was performed and customer reported that the insulin pump alarmed replace battery now without the low battery alert warning the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with normal operating currents. No unexpected power loss alarm noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.